Event description:
Physician felt filter was placed adequately and initiated its release. However upon withdrawal of delivery system, half of filter was still attached. Under fluoro noted half of filter was still in iliac. Physician used forceps and pushed filter back into inferior vena cava. Another mfrs filter was deployed, securing the remaing portion of the previous filter.